Event description:
It was reported by the customer that there was an "anomaly" attached to the syringe used for vacuum detection. It was possible to detect the epidural space, however resistance was not met. There were no clinical consequences, but it was a risk of breach in the dura mater. Further details are being pursued.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.